Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries; however, no details have been provided. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, medical records & product ID page: on (B)(6) 2011: the patient underwent implant of the bard/davol soft mesh to treat symptoms of urinary incontinence. Per operative dictation: "a 2x10cm strip of bard soft mesh was secured on each end with 2-0 prolene sutures. The sling was delivered into the retropubic space in the standard manner lateral to the midurethra." Attorney alleges unspecified injuries related to the device